Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025 which lead to high blood glucose level of unknown value.the blockage was in the tubing. The patient got treated with correction injection via mdi. The patient replaced supplies as necessary and resume insulin therapy. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6004706, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6004706 was manufactured according to the work instruction (wi) version 110 in the line 07, on 16/dic/2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 3l04436 was manufactured according to the form version 58 and manufactured in the machine sc01, on 16-dic-2023, with a total of (B)(4) units. The lot 4a00587 was manufactured according to the form version 59 and manufactured in the machine sc01, on 04-ene-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.